Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported the healthcare provider (hcp) told the patient this is the second patient they've had that's complained about the sunlight causing them pain near the temple of their head. No further complications were reported as a result of this event.